Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Customer declined to provide additional information and declined tandem technical support's offer to perform a pump system check. There was no reported impact to customer's blood glucose.